Event description:
Plaintiff alleges having been diagnosed as suffering from type I latex allergy as a result of exposure to latex gloves. Alleges suffering from rhinorrhea, allergic rhinitis, coughing, wheezing, chest tightness, tingling of the mouth, difficulty swallowing and urticaria. Further alleges that she is now sensitized to latex and is restricted as to where she can go and what she can do with her life and career. She further alleges suffering from severe emotional distress and an inability to engage in her normal activities.